Event description:
It was reported the pt programmer was increasing amplitude when the decrease amplitude button was pressed. The sjm rep confirmed the issue while reprogramming the pt. A new programmer was sent to the pt. It was reported the pt was scheduled for an appointment regarding the new programmer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.